Manufacturer narrative:
Weight, ethnicity and race:unk. Off label use: pre-existing amblyopia. Claim#(B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -10.5/1.5/090 (sphere/cylinder/axis) was implanted into the left eye (os) of a patient's with pre-existing amblyopia on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. Cause is reported as the other, and the device did not fail to perform as intended. Reportedly, "icl rotate vertically around one month after implantation. Also, "known history of both eyes ambloyopia. Bcva preop: 0.6" the problem was resolved.

Manufacturer narrative:
Corrected data: d4: vticm5_12.1 is the correct model. Additional information: d9: 01-09-2023. H3-returned product evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens haptic torn and broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).